Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump underinfused remifentanil infusion. At 01:00, a 50 ml remifentanil syringe was changed. Shortly after the syringe change, the patient's heart rate and blood pressure increased. When nurses attempted to administer the prescribed 0.31 mcg/kg bolus, which had been successfully delivered prior to the syringe change, the pump displayed an error indicating the bolus was below the lower hard limit. An attempt was made to change pumps; however, the same alarm occurred. During troubleshooting, the patient became increasingly agitated and attempted to remove her endotracheal tube. Two one time doses of fentanyl were administered, and the remifentanil infusion dose was increased. Pharmacy subsequently supplied a 30 ml remifentanil syringe, after which the bolus could be programmed and delivered as intended. No additional information is available.